Event description:
During a clinic follow-up, a loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in two pieces for analysis. The reported event of loss of capture was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies with the exception of procedural damage. The fully measured s-curve hump height was within specification.